Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery cable was damaged. The patient twisted the cable to connect the battery and bent the pins. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the returned device passed functional testing. Visual inspection revealed a sharp connector edge. This observation is not related to the reported event. A possible root cause of this damage can be attributed, but not limited, to a wear and/or to the handling of the device. However, visual inspection did not reveal any bent pins or damaged cable. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.